Event description:
It was reported that the pt underwent an open repair of an incisional/ventral and trocar hernia in 2009. The pt developed a trivial inflammation in the superficial aspect of the wound and a superficial wound infection at trocar incisional hernia site. The pt was treated with dressings by the district nursing staff. The surgeon opines that the event could have been a mesh infection, but very likely to have been a superficial skin inflammation.

Manufacturer narrative:
Date sent to the FDA: 09/01/2009. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.